Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/06/2015 with the following findings: there were occlusion alarms observed in the pump's black box on (B)(6) 2014. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no ¿occlusion¿ alarms duplicated. The pump's force sensor passed a calibration check. The force sensor pins were seated and the solder connections were intact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an occlusion issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.